Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart from the site itself as it got caught while she was removing her garments, which she stated was her own error. The patient's blood glucose level was reported to be 100 mg/dl. The site location was patient's thigh and the pump was located on the belt. Reportedly, the infusion had been in use for half a day and the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.